Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device: nhl, pjs.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent the replacement of the implantable pulse generator (ipg) due to end of service (eos) and elective replacement indicator (eri). Patient was reported to be a high frequency user. The device was retained by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well and placed on previous settings they were on before.